Event description:
Procedure: laparoscopic sigmoid colectomy and primary double stapled anastomosis. According to the reporter and medical records: the pt, originally presented himself to hospital in 2006 for a laparoscopic sigmoid resection. According to the pt chart, the green load of the "60-mm endo-gia" stapler was fired across the recto sigmoid junction in one firing without any difficulty. Several firings of the white load of the endo-gia stapler were also fired along the mesentery of the sigmoid colon. The pt chart also states the pt tolerated the procedure well. There were no complications. He was discharged to go home and, on the evening at bout 2 weeks later, he began experiencing abdominal pain and vomiting and was admitted to the hospital. The pt subsequently, was taken to the operating room. On arrival to the operating room, the pt became progressively hypotensive, bradycardiac. The pt was unable to be revived and was pronounced expired in the operating room.